Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok and down buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
A family member reported that for the past 2 months the ok button was sticking on commands for bolusing and priming. The family member confirmed that the keypad is intact, there are no tears or holds, and the buttons do click and spring back. The patient reportedly wore the pump in a case attached to his belt and did not clean the pump.